Event description:
It was reported that the 3.5 x 16 graftmaster stent was implanted to treat a perforation in the left anterior descending artery (lad). However, it did not completely seal the perforation. Additional ballooning was performed and a 3.0 x 16 mm graftmaster stent was implanted overlapping the first graftmaster stent. The perforation was completely sealed and the final outcome was good. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.